Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refills were not processing. A technical support specialist (tss) addressed a synchronization and inventory issue involving the system. The tss connected to the system, completed a database backup, cleared the location inventory table, and rebooted the system. The tss identified that access to the enterprise server was required and requested approval, which was pending at that time. Additionally, the tss pushed messages for the intensive care unit enterprise server machine to synchronize inventory counts with the system, including hydromorphone syringes. After synchronization, restock data began populating correctly, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system refills were not processing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.